Event description:
Device issue: difficult to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. The following general report was received from a physician untrained in the use of the starclose se device. Reportedly, during thumb advancer deployment, the exchange sheath feels "much stiffer, harder, and more difficult to split." It was perceived that "more oozing" with the new exchange sheath. The physician does not consider this to be arterial bleeding because it is oozing without pulsing blood; however, five minutes or longer of manual compression was required to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. A representative lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. The lot number reported in d4 is a representative of this general report.